Manufacturer narrative:
(B)(6). (B)(4). The product was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016, intra-op, the pitutary broke. No patient complications were reported.